Manufacturer narrative:
Device passed displacement test and selftest. Pump error 63 was present in the device trace download due to broken trace at pin 6 on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device failed the audio test. The customer¿s blood glucose during the incident was 194 mg/dl. The device failed the audio test during the call. Customer reported that they had adjusted the audio volumes 1 and 5. Customer reported that they did not hear beeps when audio volume settings were saved. The customer was advised that the insulin pump will need to be replaced. The customer to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.